Event description:
Healthcare professional left side "the paper is ripping making me concerned that it¿s not as sterile cause it¿s not the full thickness of a paper." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.